Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (250 mg/dl). Customer previously received occlusion alarms. Pump passed system check, and customer delivered a manual injection to stabilize his blood glucose levels.